Event description:
Email from customer -(B)(6), we have 2 skin staplers that did not work. They fired into the skin but did not close. (B)(6) has the 2 dirty staplers. We did not get the packaging so hopefully there is a lot number on the contaminated staplers. We need to know if we have a bad batch. It is a 35w and the lot # is probably 01l1300. It was a very experienced surgeon using them so slim chance of user error.

Manufacturer narrative:
Investigation findings: when the report was received the qc complaint specialist reviewed the qfi report to obtain the sales and similar complaint information. Deroyal has sold (B)(6) cases of unfinished good (B)(6). There have been similar reports identified for staples not forming. The vendor that has been identified as supplying the lot number identified as 01l1300314 is teleflex medical. Scar2014-030kjg has been issued to the vendor. Additional communication between the qc complaint specialist and the vendor occurred during the investigation process. The initial scar response was received and was not accepted b the qc complaint specialist. (B)(4). The vendor has updated the response and detailed that as part of their investigation the below information was received. Functional testing of (B)(6) initial samples (lot 01l1300314) plus (B)(6) additional staplers ((B)(6) each form lots 01l1300314); 01l1300062; and 01m1300266). Each stapler was evaluated visually and no obvious defects were found. In addition, each stapler was functionally tested. The staples were fired and each staple formed properly. ((B)(4). A DHR review for lot: 01l1300314 was performed. The review found no similar issues during the manufacturing of pn (B)(4), lot# 01l300314. Review included first article (pages 1 & 2_, in-process assembly monitoring lot (pages 3&4) and qc sampling of the functional/fire test (page 6). (B)(4). Incoming inspection records for the staples, rail, shuttle, bottom and cover block were reviewed: no non-conformances were noted. ((B)(4). Correction: scar: (B)(6) samples catalog 528435 (deroyal surgimate 35w (B)(6)/case) of lot 01l1300314 were received and evaluated to determine the root cause of the "staple not forming" issue reported by the customer. Deroyal returned a case of lot 01l13000314. These (B)(6) samples were evaluated on 03/27/2014 in order to determine the root cause for the "staple not forming" issue reported by the customer. In addition, samples form the lots produced before and after lot 01l13000314 were also evaluated on 3/27 in order to determine the root cause for the "staple not forming" issue reported by the customer. ((B)(6) additional units) no actions were taken at this time; the evaluated samples did not confirm the failure mode reported by customer during the functional evaluation. (B)(6) no actions were taken at this time; the evaluated samples did not confirm the failure mode reported by customer during the functional evaluation. Root cause analysis: scar: (B)(6) 2014 and (B)(6) 2014: the root cause of the reported issue is unknown. The sample returned for evaluation functioned properly. Corrective action and/or systemic correction action taken: scar: (B)(6) 2014: the (B)(6) samples received did not confirm the failure mode by customer. (B)(6) 2014: (B)(6) samples ((B)(6) from lot n01l1300314, (B)(6) from 01l1300062, and (B)(6) from 01m1300266) were evaluated functionally. All samples formed staples properly. The evaluated samples did not confirm the failure mode reported by the customer during functional evaluation. In addition, part of the normal manufacturing process is a 100% functional inspection where 3 staples are fired for each stapler. No actions were taken at this time; the evaluated samples did not confirm the failure mode reported by the customer during functional evaluation. The root cause cannot be determined: the evaluated samples did not confirm the failure mode reported by the customer during the functional evaluation. If action not taken, indicate reason why and by who: teleflex. Preventive action: scar. No actions were taken at this time; the evaluated samples did not confirm the failure mode reported by the customer during the functional evaluation. No further information available at this time. The investigation is complete.